Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated (in the 400s mg/dl), over a period of 2 days. Customer treated elevated bgs by delivering correction boluses. Customer will contact their healthcare provider for guidance.